Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
¿It was reported that the bd alaris¿ lvp ss bag 20d low sorb tex experienced mold in the reservoir. The following information was provided by the initial reporter: mold in the reservoir.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 22603-b007t lot number 22015082 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #22015082 regarding item #22603-b007t.

Event description:
¿It was reported that the bd alaris¿ lvp ss bag 20d low sorb tex experienced mold in the reservoir. The following information was provided by the initial reporter: mold in the reservoir.